Event description:
(B)(4). Same case as MFR ID #: 2134265-2011-05573. Same patient as MFR ID #: 2134265-2010-01417. It was reported that during a stenting treatment procedure, no reflow occurred. The patient presented at the time of the procedure due to chest pain lasting 20 minutes. A subsequent stress test was abnormal, an ECG revealed a non-q wave myocardial infarction and cardiac enzymes were elevated (ck at 178 u/l, ck-mb at 27.8 and troponin I level was at 2.44 ng/ml). Cardiac catheterization revealed an 80% stenosed lesion in the left circumflex coronary artery (lcx) with a 95% stenosed lesion at the takeoff to the obtuse marginal branches which had small to moderate diffuse disease and luminal irregularities. A 2.5x12mm maverick balloon was advanced and used to predilate the distal lcx. This resulted in the development of no reflow which was treated with multiple doses of verapamil but the condition persisted. The distal lcx had a hazy appearance which was treated with aspiration thrombectomy, resulting in the retrieval of minimal debris. This established timi-2 flow within the distal lcx. Then a 3.0x15mm promus stent was advanced and deployed resulting in 0% residual stenosis and timi-3 flow. Then a 4.0x20mm liberte bare metal stent was advanced and deployed in the mid lcx. This resulted in the development of no reflow which was treated with multiple boluses of verapamil finally resulting in timi-3 flow and 0% residual stenosis. During this hospitalization, the patient was also treated for unrelated mitral regurgitation and anemia. The patient was discharged 19 days later.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).